Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Depuy cement is used. It was also reported that the varus collapse of tibial component. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.